Manufacturer narrative:
Patient weight: unk. This product is manufactured but not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, diopter -14.00 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a longer lens due to the patient experiencing low vault. The problem was resolved. The lens has not been returned for evaluation.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial. Visual inspection found haptic and lens are curved in and lent fibers on lens. (B)(4).